Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge segmental resection, the product was not used on the patient, at the first firing, after setting the device and checking the opening and closing, when they approached the tissue in the surgical field, the jaws did not open. When a new handle and a new adapter were opened and set with the same cartridge, the same event occurred. The adapter was replaced to a new one again, but it still did not work. At that time, although the remaining procedure of the adapter was more than 30 times, it was all displayed as ¿0¿. The power remained on and the liquid crystal display(lcd) screen did not show any error either. The clean nurse also connected the cartridge without removing the yellow tab, so it was considered that there was no problem. The same cartridge was connected to another adapter. As a result, it did not work well, and all the products were replaced. The surgical time was extended by less than 30 minutes. There was no patient injury.

Event description:
According to the reporter, during a wedge segmental resection, the product was not used on the patient, at the first firing, after setting the device and checking the opening and closing which worked properly, when they approached the tissue trying to bite in the surgical field, the jaws did not open. When a new handle and a new adapter were opened and set with the same cartridge, the same event occurred. The adapter was replaced to a new one again, but it still did not work. At that time, although the remaining procedure of the adapter was more than 30 times, it was all displayed as ¿0¿. The power remained on and the lcd screen did not show any error either. The clean nurse also connected the second cartridge without removing the yellow tab, so it was considered that there was no problem. When a new handle and a new adapter were used on the two reloads, the problem was solved, but in the end, the number of adapters in the hospital was not enough, so a competitor's device was used to complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d10, g4, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted no abnormalities. During the investigation a non reportable secondary condition of adapter end of life was detected. This condition does not have potential for patient harm. It was reported that the jaws of the reload did not open at all, not involving tissue. An associated device issue could not be confirmed. The most likely root cause for the jaws could not be established from the information available. It was also reported that the device system displayed end of life message prior to reaching end of life criteria. An associated device issue was confirmed. The most likely root cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.